Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. The motor functioned properly during testing. No drive and motor anomaly noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a motor anomaly. The customer blood glucose level was unknown at the time of the incident. The customer reported the motor piston looks like that it is not straight. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.